Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The device passed the displacement, prime, rewind, and basic occlusion tests. The device also had a cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. The motor position encoder error alarm could not be verified and the root cause for the motor error alarms could not be determined. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The blood glucose at the time of the incident was 281 mg/dl. The customer stated that the device could have been exposed to a magnetic field but was unsure because she had a knee x-ray and could not remember if she was wearing the device at the time. The alarm history showed a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.